Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the probe broke down at 10mm from the distal end. There was a scratch at the broken point and other scratches of the probe. There were scratches and char of the ptfe pad. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip and ptfe pad presumably were scratched because the physician activated ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The subject device did not activate ultrasonic output due to the crack, the physician withdrew the subject device as directed. Consequently, during cleaning the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.

Event description:
During a procedure since the subject device did not work in spite of stepping on the footswitch, the physician re-assembled the device. The probe tip was broken during cleaning with gauze. There was no pt harm reported.